Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing during atrial fibrillation (af) was noted on the right atrial (ra) lead one day post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.